Manufacturer narrative:
Tutogen medical gmbh (tmi) will conduct a comprehensive records review (if serial or donor numbers are provided). When completed a follow-up med watch will be submitted.

Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with a an article found through literature search. "Pilot study to assess the safety and efficacy of human acellular dermal matrix for chiari surgery", neurocirugia (astur: english edition) 2025 feb 27; teixidor-rodriguez p. Et al. The publication provides the results of a unicentric study on duraplasty in chiari malformation, one group prospective with patients treated with human acellular dermis matrix (hadm) and another group that retrospectively acquired surgical treatment with tutopatch®. There were nineteen patients in each group. There were no complications reported for the hadm group. Seven patients in the tutoplast group developed post operative complications as follows: pseudomeningocele (3 patients; one required a lumboperitoneal shunt), pseudomeningocele and aseptic meningitis (2 patients, one recovered after corticosteroids treatment, the other one required surgical intervention and corticosteroid treatment), and aseptic meningitis (2 patients, recovered with corticosteroid treatment). This report pertains to patient # 6 who developed aseptic meningitis that resolved with corticosteroids treatment.

Event description:
Patient #6-tutopatch group (63 years, sex unknown) was included in a unicentric prospective study to assess safety and efficacy of tutopatch, and a human acellular dermal matrix (hadm) for duraplasty during chiari surgery. After chiari surgery, the serious event (required medical intervention) of aseptic meningitis occurred (start date not reported). The patient was treated with corticosteroids. The outcome of the events was not reported. The authors considered none of the adverse event occurring in the above mentioned trial as device -related.

Manufacturer narrative:
This report from the scientific literature refers to the development of an aseptic meningitis after chiari surgery using tutopatch for duraplasty. Tutopatch was therefore used in this trial in an in-label condition. Despite several follow-up attempts, no additional information was provided from the authors. Aseptic meningitis is considered serious, as the patient was treated with steroids. Specific risk factors have not been reported apart from various liquor circulation issues. The authors describe the event as procedure-related and not device-related. Batch documentation analysis cannot be performed as the product ids have not been provided. However, aseptic meningitis is a known complication for duraplasty due to an inflammatory foreign body response. Therefore, tutogen concurs with the authors and considers aseptic meningitis as not related to tutopatch.